Manufacturer narrative:
Review of the manufacturing records is ongoing. Engineering evaluation of the device is anticipated (device currently in transit). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2024, a 72-year-old patient was treated with gore-tex® suture for mitral valve plasty and maze procedure. During the procedure, the suture thread broke several times while tying the knots. Additional 2 gore-tex® suture threads were added. After normalization of temperature and hemodynamics, weaning from extracorporeal circulation. After decannulation and antagonization of heparin, bleeding resumed and it was found that the suture had ruptured again. The patient resumed the extracorporeal circulation and was repaired again with gore-tex® suture successfully, although with a prolonged operating time.

Manufacturer narrative:
Updated d9, and g3. Corrected h6: updated health effect - clinical code e2401, code e2403 should be removed. Added type of investigation code b18. Updated investigation findings code to c24, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d12, code d16 is no longer applicable. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The device was discarded, therefore, a device evaluation could not be performed. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per gore-tex® suture instructions for use (IFU), broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies. In addition, the IFU precautions: when tying knots with the gore-tex® suture, tension should be applied by pulling each strand of the suture in opposite directions with equal force. As the knot is tensioned, the air in the suture is forced out. Care should be taken to avoid using a jerking motion which could break the suture. Uneven tensioning of a well formed square knot may result in an unsecure knot. When the gore-tex® suture is properly tensioned and formed, standard surgical knotting techniques will produce a secure knot.